Event description:
Medtronic received information that this bioprosthetic transcatheter valve, implanted for seven months, exhibited a stent fracture. It was reported that a new valve was implanted, stenting the top of the fractured valve. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.